Event description:
The customer reported to olympus, the evis exera iii colonovideoscope image turned black and, after about 2 minutes, the connection was hanging, and they could not see anything. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the connecting tube had foreign objects attached to it. In addition, the evaluation found the following; due to wear of the scope cover packing, water tightness was lost. The flexibility adjustment ring, grip, switch box, right/left knob and the up/down knob all had scratches. The forceps channel port had a dent and, due to a dent on the nozzle, the water removal ability did not meet the standard value. The air/water cylinder and suction cylinder had no color. The light guide lens had a crack and a chip. The universal cord, universal cord holder, control unit, scope connector cover unit, circuit board unit, in scope connector, micro connector, plug unit, cable unit and scope connector case unit all had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h4 (device manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to a leak in the scope cover, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.